Event description:
As reported by field clinical specialist, one year and five months post implant of 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, there was pvl that requires retreatment. The patient was symptomatic, but not hospitalized. The patient came back to the implanter when they felt symptomatic, but the details of the symptoms were not provided. Intervention was performed for the pvl. The valve was ballooned with a non-edwards 25mm balloon. The valve was measured to make sure it was previously "properly deployed". By measuring the diameter, it was determined that on the initial inflation, the valve was fully deployed with the appropriate nominal volume. The valve was then inflated with 25mm non-edwards balloon "developed a subannular pseudoaneurysm" and required pericardiocentesis. At last report, the patient is doing well now and out of hospital, the drain was pulled over the weekend.

Manufacturer narrative:
The valve remains implanted. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results are inconclusive, as no patient factors or echos were provided at the time of this report. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.